Event description:
Information was received from a patient via a manufacture representative who was using an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient had a return of baseline symptoms which included urinary incontinence, urinary frequency, and urinary urgency. Patient seen in clinic for programming, reported worsening symptoms despite multiple settings changes. Imaging showed lead had shifted already and pulled up into the sacrum, required revision on (B)(6) 2024. The issue was confirmed resolved. Additional information was received from the representative. They reported they were made aware of symptom issues on 1/30 at programming appt with teammate, but lead migration not confirmed until lead revision procedure on (B)(6) and the hcp shared updated images of lead placement that confirmed it had pulled up into the sacrum.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2shxy, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: analysis of the lead ((B)(4)) revealed visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.